Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. Customer returned 2x pusurg1 lot 0000229268 in an autoclave bag. Using microscope visually checked tip. Instrument was broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Nothing unusual to report was found during DHR review. Root cause of breakage cannot be determined. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that two proultra surgical tips broke during use; no injury resulted.